Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/1/2021. H.6. Investigation: five mz1000 china samples were received for investigation; two samples were received in open packaging, one from lot 20116315 and one from lot 20125202. The remaining three samples were received without packaging; residual blood was present in one of the samples. No connecting products were returned to assist the investigation. As part of the feedback the customer provided a photograph of the affected component, analysis of the photograph identified that the piston appeared to be recessed in one of the two samples. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The pistons would return to their original positions after disconnecting the retained bd plastipak syringe; however for one of the returned samples there was a small delay in the piston returning back to its original position. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined during the investigation. A review of the production records for lot 20116315 and lot 20125202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported maxzero needleless connector was damaged or deformed, causing leakage. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the transplantation department reported that the mz1000 connector did not rebound and leaked blood during use."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported maxzero needleless connector was damaged or deformed, causing leakage. The following information was provided by the initial reporter, translated from (B)(6) : "the head nurse of the transplantation department reported that the mz1000 connector did not rebound and leaked blood during use."